Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 213 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. No motor position encoder error alarm. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.